Manufacturer narrative:
A review of the device history record notes no material nonconformances, no manufacturing errors, nor discrepancies with respect to material type, treatments, dimensions nor labeling that may have caused or contributed to this type of event. It is possible that the 2nd insert was not fully engaged upon completion of the surgery however the surgeon felt that the insert was adequately assembled. Assembling the tibial insert to the tibial tray is a known issue in total knee arthroplasty and surgeons can typically correct any issues to implant a fully assembled tibial insert.

Event description:
It was reported that during total knee arthroplasty, the insert had some "float" after it was inserted. The surgeon removed it and applied it again multiple times but with the same result. A second insert was obtained and applied but "float" was still present. It was removed and reinserted 2 more times. Upon the 3rd insertion, the surgeon said it fit and completed the normal stretching and flexing exercises to confirm stability before closing. Subsequently, the local representative examined the first insert and noted deformation in the poly. This report is filed because the local representative reported that the second insert was not locked.